Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2009 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted. See also medwatch 2210968-2012-03715. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent mesh excision on (B)(6) 2009 due to inability to void. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent cystoscopy and urethral dilatation on (B)(6) 2009 due to urinary retention. It was reported that the patient underwent cystoscopy and urethral dilatation on (B)(6) 2010 due to recurrent urinary tract infections, urinary incontinence and urinary retention. (B)(4).